Event description:
It was reported to philips that the device experienced an unspecified failure during an operational check. There was no reported patient or user involvement and no adverse patient/user impact.